Event description:
It was reported that the artificial urinary sphincter (aus) device was originally implanted in (B)(6) 2016. Approximately one year ago the patient presented with recurring incontinence. During the revision surgery on (B)(6) 2020 the doctor found there was fluid loss from the system. He believes it is "due to a leak from the system due to wear/tear." As a result, the entire ipp system was removed and a new one was implanted. The patient was stable following the surgery.